Event description:
The cylinder and pump were removed from the pt and replaced because the pump will not activate consistent with a fluid leak which is likely due to a cylinder rupture on the right side for a cylinder aneurysm.